Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Customer phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer in (B)(6) reported the generation of erroneously high ise (ion selective electrode) patient results on their au480 chemistry analyser. The results were not released out of the laboratory; thus, there was no change to patient treatment in association with this event. The customer did not provide any data or examples of the erroneous results.